Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of discarditii 2ml with 24*1 ((B)(4)) lot# 1030341, regarding item # 300844 with the reported issue of ¿there is 15-20% drug leakage from the syringe tip during anesthesia when the syringe is inserted into quincke needle¿. The DHR of material number 300844 and lot number 1030341 was checked and no quality notifications were recorded on this lot. No samples and one photograph were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 300844 and lot number 1030341 for investigating the reported defect. A simulation was done using the retention samples and quincke needle (needles have a luer lock connection) found that the syringe was not compatible with the luer lock. As one photograph and no original samples available for investigation of the syringes leaking as reported by the customer cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that 3000 discarditii 2ml with 24x1 leaked. The following information was provided by the initial reporter: "there is 15-20% drug leakage from the syringe tip during anesthesia when the syringe is inserted into quincke needles."